Manufacturer narrative:
Date of event is unknown/not provided. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a patient had lasik procedure greater than 10 years ago and presented for a conventional photorefractive keratectomy re-treatment between (B)(6) 2017 and (B)(6) 2018. Patient latest post op is -3 diopters overcorrected. Surgeon said that treatment was for +1 diopter and was targeting patient to be -1 diopter post op. No loss of best corrected visual acuity (bcva) reported. Patient is being monitored.